Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the subject device became turned off immediately after the power on. The printed circuit board in the subject device was replaced to another one which was asset of omsc, the issue could be resolved. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the aging deterioration because six years and two months had passed from the subject device had been delivered.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. However the subject device was turned on again at once, and the issue was not occurred subsequently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device turned off suddenly. The user cycled the power of the subject device after checking the wall outlet etc., the issue was resolved. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.